Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin alarmed motor position encoder error. The customer¿s blood glucose level was unknown. The customer stated that they had no delivery and then got motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm excessive no delivery alarm and unable to perform occlusion test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime test. Unable to confirm the motor position encoder error alarm due to overwritten history file. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.